Manufacturer narrative:
This report is for one (1) unknown proximal femoral plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Implanted 3 weeks prior to plate breakage; exact date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the surgeon has reported that the proximal femoral plate has been broken (3) three weeks after implantation with the patient using a zimmer frame. Revision procedure is needed to be done and is planned with plate to be removed and an im nail to be inserted. This report is for one (1) unknown proximal femoral plate. This is report 1 of 1 for complaint (B)(4).

Event description:
The revision surgery was completed successfully on an unknown date. This report is for a 4.5mm locking compression plate (lcp)® proximal femur hook plate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional information provided. Part manufacture date: july 11, 2014; part expiry date: n/a; manufacturing location: depuy synthes ¿ elmira; lot: 7734705; part: 242.123. A review of the device history record (DHR) revealed no non-conformances. The DHR shows this lot of 4.5mm lcp proximal femur hook plate 8 holes/241mm was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications with no non-conformances or rework noted. The manufacturing documents were reviewed, and no complaint related issues were found. This lot was manufactured in july 2014 and we are not aware of any other complaint for this article- and lot combination. The risk management file was reviewed, and this complaint condition is adequately addressed. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information or material is made available, the investigation will be updated as applicable. Reporter phone number is not available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Original date of implantation was an unknown date in (B)(6) 2018. The revision surgery was completed on an unknown date where the plate was removed without difficulty and synthes intra-medullary (im) proximal femoral nailing advanced (pfna) was implanted. Surgical delay is unknown. The procedure was successfully completed. Patient status is unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of implant is an unknown date in (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary the manufacturing documents were reviewed and no complaint related issues were found. This lot was manufactured in july 2014, and we are not aware of any other complaint for this article- and lot combination. The risk management file was reviewed and this complaint condition is adequately addressed. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information or material is made available, the investigation will be updated as applicable. Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of post operative breakage, which agrees with the reported complaint condition. The plate was received in two pieces. The oblique break occurred at the third combi-hole from the hook feature. Document/specification review: no product design issues or discrepancies were observed during this investigation. Material analysis: the design specified the plate to be manufactured from 316l stainless steel material. A review of the raw material DHR revealed this lot met all specifications with no non-conformances or rework noted. Investigation conclusion: a definitive assignable root cause for the plate breaking post operatively could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation and this complaint condition is adequately covered by the risk assessment. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part mfg date: 11-jul-2014 part exp. Date: n/a manufacturing location: depuy synthes ¿ (B)(4) lot number: 7734705 part number: 242.123 DHR record review: a review of the device history record (DHR) revealed no non-conformances. The DHR shows lot# 7734705 of 4.5mm lcp proximal femur hook plate 8 holes/241mm was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications with no non-conformances or rework noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary the manufacturing documents were reviewed and no complaint related issues were found. This lot was manufactured in july 2014 and we are not aware of any other complaint for this article- and lot combination. The risk management file was reviewed and this complaint condition is adequately addressed. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information or material is made available, the investigation will be updated as applicable. Device history lot part mfg date: 11-jul-2014 part exp. Date: n/a manufacturing location: depuy synthes ¿ (B)(4) lot number: 7734705 part number: 242.123 DHR record review: a review of the device history record revealed no non-conformances. The DHR shows lot# 7734705 of 4.5mm lcp proximal femur hook plate 8 holes/241mm was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications with no non-conformances or rework noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: screws (part: unknown, lot: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of concomitant therapy is an unknown date in (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.